Manufacturer narrative:
An event regarding fracture of the femur bone involving an kinemax stem extender was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: not performed as medical records were not provided. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Per sales rep, patient had a periprosthetic fracture. The doctor removed the mhr femur and replaced with a gmrs distal femur.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Per sales rep, patient had a periprosthetic fracture. The doctor removed the mhr femur and replaced with a gmrs distal femur.